Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases, dark ring, white/red particles material was found on the shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against right device. The device has been explanted.